Manufacturer narrative:
Investigation summary: samples were received, but fifteen (15) photos were used for evaluation. Upon review of the photos, there is a bd pbbcs device with the np rubber sleeve appearing to have remained in the tube after the pbbcs device had been disconnected from the tube following blood collection. In other photos, there is a bd pbbcs device appearing to have sleeve leakage and a hole in the np sleeve. Therefore, both complaints for sleeve fall off as well as damaged rubber sleeve are both confirmed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported after use the bd vacutainer® ultratouch¿ push button blood collection set experienced poor sleeve function and blood splatter/leakage or other sample leakage from device. The following information was provided by the initial reporter: the customer stated ¿two issues with wingset (367364): one was sleeve separation occurring after blood collection using several non-bd (sekisui) tubes, resulting in a failure of blood collection. The other was a damaged (ruptured) sleeve; blood leaked into the holder but blood collection was completed. The rupture of the sleeve was found after the completion of blood collection.¿ additional information: bdj received 2 actual samples. The holder had luer adapter which rubber sleeve was not existed. The blood was attached inside the holder. The rubber sleeve was trapped the rubber part of terumo film type stopper. The wing set was attached to the holder. The blood was attached inside the holder. I observed the rubber sleeve part after washed it and found the 1 mm size hole around the top of rubber sleeve.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set medical device type: fpa. Medical device expiration date: unknown device manufacture date: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported after use the bd vacutainer® ultratouch¿ push button blood collection set experienced poor sleeve function and blood splatter/leakage or other sample leakage from device. The following information was provided by the initial reporter: the customer stated ¿two issues with wingset (367364): one was sleeve separation occurring after blood collection using several non-bd (sekisui) tubes, resulting in a failure of blood collection. The other was a damaged (ruptured) sleeve; blood leaked into the holder but blood collection was completed. The rupture of the sleeve was found after the completion of blood collection.¿ additional information: bdj received 2 actual samples. 1. The holder had luer adapter which rubber sleeve was not existed. The blood was attached inside the holder. The rubber sleeve was trapped the rubber part of terumo film type stopper. 2. The wing set was attached to the holder. The blood was attached inside the holder. I observed the rubber sleeve part after washed it and found the 1 mm size hole around the top of rubber sleeve.